Manufacturer narrative:
Vyaire complaint #: (B)(4), at this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.

Manufacturer narrative:
Through additional follow-up/review, the reported issue was discovered only during a manufacturer recommended, scheduled, preventative maintenance (pm) service. There is no customer alleged quality complaint nor reported issue that occurred during normal operation of the device.

Event description:
Additional information was received from the customer stating that the ventilator was undergoing a preventative maintenance service when the "xdcr fault" alarm condition occurred.